Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle that locking mechanism is defective. The following information was provided by the initial reporter. The customer stated: "material no. 368607, batch no. 1355482, it was reported that locking mechanism is defective."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 11-may-2022. H6: investigation summary: bd received 48 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism was observed as the eclipse safety shield has separated from the hub. Additionally, 20 of the customer samples along with 30 retention samples from bd inventory, were evaluated by functional shield testing and the issue of defective locking mechanism was not observed as all eclipse shields activated as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle that locking mechanism is defective. The following information was provided by the initial reporter. The customer stated: "material no. 368607; batch no. 1355482 it was reported that locking mechanism is defective."